Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, the mdu's buttons were not working. Surgery was completed with a back-up device instead. There was a surgical delay of more than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the aesthetics are good. The cable & housing has no damage. A functional evaluation was performed on the returned device and found the magnetic buttons were not working. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical failure. Factors that could have contributed to the reported event include failure of the reed switch or damage on the hall board which may contribute to a short circuit. Based on this investigation, the need for corrective action is not indicated.